Event description:
It was reported that the acoustic mount of the handpiece was loose and didn't feel fully connected to the handpiece. No additional information was known.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.